Event description:
It was reported that the patient died. A 1.5mm rotapro device was selected for a procedure in the left main circumflex artery. The patient had a weak heart and was assessed as having a low probability of survival. The patient expired during the procedure. No vessel dissection occurred. There were no device issues reported.